Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct600 6.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively on (B)(6) 2017, at the 6 month follow up visit with the doctor, the patient complained of blurry, moderately hazy, and moving film and halos. Therefore, the doctor performed an iol axis measurement and noted the lens was at 114 degrees. The doctor feels he implanted the iol at the wrong axis during the initial implant, so the lens was repositioned on (B)(6) 2017. Reportedly, there were no complications or injury during the lens repositioning surgery. No additional information provided.